Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with cracked case at display window corners and cracked battery tube. Unit was received with missing end cap sticker.

Event description:
It was reported that the insulin pump is cracked near the battery compartment. Nothing further was reported.